Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined, however, the affected rtc was exchanged. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that during a procedure on the axiom artis dbc system, the system failed. No fluoro or acquisitions were possible. A system reboot was unsuccessful. The patient was moved to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a failure of the rtc (real time computer). Specifically, a hardware failure in the power supply of the computer caused the problem. The affected rtc, including the power supply, was exchanged. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component.